Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01383-00.

Event description:
A treatment provider reported to an allergan pdm that they have a patient who may have developed paradoxical hyperplasia post treatment.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01383-00.

Event description:
Allergan received a report of a patient who was treated with coolsculpting in 2019 and is reporting paradoxical hyperplasia of fat cells.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting in (B)(6) and is reporting paradoxical hyperplasia of fat cells.